Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided but may be related to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failures. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.

Event description:
It was reported via legal documentation that approximately 168 months after a left total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, pain and discomfort, swelling, gait impairment, poor balance, and component part loosening. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: 02-012-35-2015 - logic tibia ps mod insrt sz 2 15mm. 200-02-35 - three peg patella 35mm. 02-012-41-2020 - logic tibia traptray cem sz 2f/2t. 02-010-01-0220 - logic femoral ps cem left sz 2. Multiple MDR reports were filed for this event, please see associated reports: (B)(6). This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported event in case-2024-00012985 cannot be confirmed from the information provided but may be due to prosthesis wear, loosening and/or inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."